Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing and shocks inappropriately due to an atrial originated arrhythmia. The rhythm seems to begin with 1:1 conduction. After the first shock, it transitions into atrial fibrillation with possible rapid ventricular response, and the second shock seems to restore a 1:1 rhythm. Technical services was consulted and recommended consulting cardiology for further review. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing and shocks inappropriately due to an atrial originated arrhythmia. The rhythm seems to begin with 1:1 conduction. After the first shock, it transitions into atrial fibrillation with possible rapid ventricular response, and the second shock seems to restore a 1:1 rhythm. Technical services was consulted and recommended consulting cardiology for further review. No additional adverse patient effects were reported. This device remains in service.